Event description:
It was reported that during a da vinci si thoracic sympathectomy procedure, the coating at the end of the 5mm thoracic grasper instrument was missing. There were no fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the black insulation is damaged at the distal end. The insulation is gouged on one side and has a .750 x .175 piece missing roughly .250 above the snake wrist. There are also other smaller areas of insulation exhibiting damage above this section. Engineering concluded that the damage is likely due to mishandling/misuse. Engineering evaluation also found that one wrist link is broken at the edge of the hole that attaches to the grip. The grip is unable to open/close properly due to the broken wrist link. No other damage was found.